Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the personality module surgeon console (pmsc) has been returned and evaluated. The logs data found no indication the failure occurred in the field. A visual inspection found no issues related to the reported issue. The pmsc was installed onto a test system. Upon powering on, the system failed with error codes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed the issue with the image issue and replaced the personality module surgeon console (pmsc) to resolve it. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. A system log review showed an error pointing to the pmsc in the surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, no image was visible in the surgeon side console (ssc) for either eye. The site called before surgery, after docking, to report that the ssc had no image in both eyes. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and identified an error pointing to the personality module surgeon console (pmsc) in the ssc. The tse advised the site to perform a hard power cycle on the system and reset the blue fiber cables; however, the issue was not resolved. The tse informed the customer that a field service engineer (fse) visit was required to resolve the issue. The procedure was subsequently converted to an open surgery due to the system issue. Isi followed up with the initial reporter and obtained the following additional information: upon powering on the system, the functionality was not checked, and the system did not initially power on without errors. As a result, technical support was contacted for troubleshooting, and full troubleshooting was carried out. To attempt to resolve the reported issue, a hard power cycle of the system was performed and the cables were reset; however, these actions did not restore normal operation. Consequently, the procedure, which was initially intended to be completed robotically, was converted to open surgery due to the unresolved system error. There was no information available regarding how the patient tolerated this change or if there was any injury sustained during the procedure. It is noted that technical support was contacted prior to the decision to abort the robotic approach and convert to open surgery, ensuring that all troubleshooting options and proper manufacturer support were exhausted before altering the surgical plan.